Manufacturer narrative:
The device referenced in this report has not yet been received at shockwave medical, inc. Therefore, a physical examination has not been performed. Evaluation of the subject device is anticipated but has not yet begun. After the device is received and investigation is completed, a supplemental report will be submitted. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the right superficial femoral artery (sfa). 300 pulses were successfully delivered. Upon attempts to withdraw the ivl catheter from the patient, the device became stuck on the 7mm spider wire. There were multiple attempts to retrieve the catheter from the wire. The wire and the catheter were removed together from the patient. During withdrawal, the ivl catheter broke. It is unknown where the breakage occurred and whether there was complete device separation. It was confirmed that no device fragment fell inside the patient. Final angiograms demonstrated an excellent result for the patient without any issue or harm.

Manufacturer narrative:
The subject device was returned for investigation and inspected. The device arrived fragmented with the balloon and distal tip missing. The reported failure of kinked shaft was confirmed. One section of kinks was noted on the outer shaft distal to the distal end of the strain relief additionally, the reported failure of an issue with the 7mm spider embolic protection device was confirmed. The exact cause could not be definitively determined. During investigation, detachment of the balloon was also noted. The balloon and distal tip were missing and not returned. Based on the reported information, the detached balloon and distal tip were successfully removed from the patient. The cause for the detachment is unknown but could possibly be related to the interaction with the 7mm spider embolic protection device. As of the date of this report, there has been no harm to the patient reported.